Manufacturer narrative:
The bci hotline customer service technician recommended that the customer clean the ise (ion-selective electrode) flow cell. While this measure may have alleviated the problem, a clear root cause could not be determined. This is 1 of 50 individual medwatch reports which are related to this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 to (B)(6) 2010 for add'l reportable events. This is one of fifty separate medwatch reports being submitted as this event involves fifty separate pt events that were reported out of the laboratory. See the following report numbers for all associated events: 2050012-2011-01614, 02220, 02221, 02222, 02224, 02225, 02226, 02227, 02228, 02229, 02230, 02231, 02232, 02233, 02234, 02239, 02240, 02241, 02242, 02243, 02244, 02245, 02246, 02247, 02307, 02308, 02309, 02310, 02311, 02312, 02313, 02314, 02315, 02316, 02317, 02318, 02319, 02320, 02321, 02322, 02323, 02324, 02325, 02326, 02327, 02328, 02329, 02330, 02331.

Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) results were obtained on their unicel dxc 800 synchron instrument and the results were reported out of the laboratory. The ise (ion-selective electrode) system was routinely calibrated every 24 hours. Prior to the event, the qc (quality control) results were within the lab's established ranges. When the operator became aware of the low na results, the operator re-ran the pt samples on the lab's second analyzer instrument. The repeated results were higher (approx 4-7 mmol/l higher) and the customer amended the results and filed 50 corrected reports. A sample of the pt results (i.e. 10 of the 50 pt data points) was provided by the customer. While there is no report of any adverse event or serious injury related to this event, it is unk whether there was any change to pt treatment.